Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms for the shock episode was done by technical services. The sensing vector was set to the alternate vector. The electrograms had some myopotential noise and some rail-to-rail noise. There may have been an underlying tachycardia along with the noise. Technical services discussed trying other sensing vectors. There were no additional adverse patient effects. The system remains implanted.